Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
(B)(4). This report is associated with product compliant: pending. This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from unknown formulation, via reusable device humapen luxura (unknown body type), 15 iu in morning, 8 iu at noon and 20 iu in evening, thrice daily, beginning in 2002. Route of administration and indication for use was not provided. Since an unknown date, after starting human insulin isophane suspension 70%/human insulin 30% her blood glucose increased and it had been high for a week. She could not see the level of blood glucose on the blood glucose measurement device. The pharmacy advised if the blood glucose was higher than 600 (units not provided), the value might not be measured by the device. She went to physician and was advised her blood glucose was 800 (units not provided). The event of blood glucose high was considered serious due to its medical significance. She injected her insulin and her physician advised that it might be related with the insulin pen (pc number unknown/ lot number of device unknown). Information regarding corrective treatment was not provided. Outcome of the event was not recovered. Human insulin isophane suspension 70%/human insulin 30% therapy was continued. The patient was the operator of the humapen and was a trained user. The humapen model duration of use and the reported humapen duration of use was not provided but started in 2012. The suspect device was continued and it was not returned. The reporting consumer did not provide the opinion of relatedness between the events and human insulin isophane suspension 70%/human insulin 30% therapy or the humapen. Edit 19-dec-2017: upon review of the information received on 13-dec-2017 completed EU/ca field in the device. No other changes were performed. Edit 05jan2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
New updated and corrected information is referenced within the update statements. No further follow up is planned. Evaluation summary: a female patient reported she experienced increased blood glucose when using her humapen luxura device. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 63-year-old female patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from a cartridge, via reusable device humapen luxura (unknown body type), 15 iu in morning, 8 iu at noon and 20 iu in evening, thrice daily, beginning in 2002. Route of administration and indication for use was not provided. Since an unknown date, after starting human insulin isophane suspension 70%/human insulin 30% her blood glucose increased and it had been high for a week. She could not see the level of blood glucose on the blood glucose measurement device (product complaint (B)(4)/ lot number unknown). The pharmacy advised if the blood glucose was higher than 600 (units not provided), the value might not be measured by the device. She went to a physician and was advised her blood glucose was 800 (units not provided). The event of blood glucose high was considered serious due to its medical significance. She injected her insulin and her physician advised that it might be related to the insulin pen. Information regarding corrective treatment was not provided. The outcome of the event was not recovered. Human insulin isophane suspension 70%/human insulin 30% therapy was continued. The patient was the operator of the humapen and was a trained user. The humapen model duration of use was not provided but the suspect humapen duration of use started approximately in 2012. The suspect device was not returned to the manufacturer. The reporting consumer did not provide the opinion of relatedness between the events and human insulin isophane suspension 70%/human insulin 30% therapy or the humapen. Edit 19-dec-2017: upon review of the information received on 13-dec-2017 completed EU/ca field in the device. No other changes were performed. Edit 05jan2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update: information received form the affiliate on 07-feb-2018. Product complain number was added to the narrative. Human insulin isophane suspension 70%/human insulin 30% formulation was changed from unknown to cartridge. No new adverse event was received. Update 27feb2018: additional information received on 27feb2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields. Corresponding fields and narrative updated accordingly.